Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of over 500 mg/dl with large ketones a healthcare provider deemed life threatening around (B)(6) 2025 (customer unsure of exact date). Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.